Event description:
It was reported, the pt is experiencing pocket heating at the ipg site. This occurs whether the pt is recharging the ipg or not. The pocket heating subsides 1-2 days after stimulation is deactivated. The pocket heating also causes redness at the ipg site. The pt was sent a new charger to help resolve the issue. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.